Manufacturer narrative:
Received 1 unused foley catheter. The reported event was confirmed as manufacturing related. Per the visual inspection, the catheter was examined and a crack/hole in the bifurcation was found. The crack/hole was created during the dipping process (webbing). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the user found that there was a crack on the funnel before use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user found that there was a crack on the funnel before use.